Event description:
It was reported that the foot pedal did not work and there was a short circuit in it. When the foot pedal was connected, the generator automatically started ablation. The issue was resolved by replacing the foot pedal.

Manufacturer narrative:
(B)(4)investigation is still in progress and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer ref no.: (B)(4) it was reported that the foot pedal doesn't work. It was observed that a short circuit happened to the foot pedal. Replacing the foot pedal resolved the issue. The generator works fine. The foot pedal was not returned therefore the complaint condition could not be confirmed. A DHR review was performed and there were no manufacturing issues. A risk analysis for short circuit or binding of the foot switch indicates that this failure is mitigated to an acceptable level by the ability to turn off the unit with the front panel "stop" button.